Event description:
The customer reported an uncontained leak onto the counter of approximately two (2) milliliters of diluent reagent fluid from probe on the coulter act diff analyzer. The customer reported a dry spot under the aspiration probe. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The instrument operator was wearing personal protective equipment consisting of a laboratory coat, gloves and eye protection during the event. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) replaced valve (lv2) to resolve the issue. The fse performed verification of the instrument to meet the specified requirements per established procedures. (B)(4).